Event description:
Rn reported a hole in the tubing of the pt extension line which resulted in a leak. Noted during use. No pt injury reported per rn. At the time of the reported incident, rn indicated the home pt was receiving antibiotics for an unrelated incident of peritonitis.